Manufacturer narrative:
Initially, it was reported that during the procedure, it was described that the temperature was not displayed so high that lead to the catheter could not discharge. Clarification on the event was received on september 18, 2018 stating that the issue was that the temperature was displayed too high. The temperature issue assessment remains not reportable. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. Investigation summary: the device was visually inspected and damage tear on pebax was found with red residue inside and a hole was observed. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the pebax damaged cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and there was abnormal temperature. During the procedure, it was described that the temperature was not displayed so high that lead to the catheter could not discharge. A second catheter was used to complete the procedure. There were no patient consequences reported. Additional clarification has been requested on this event. However, no further information has been made available. With the current information provided, this temperature issue was assessed as not reportable as it was stated that the catheter could not discharge/ablate. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the catheter for evaluation and it was discovered on august 3, 2018 that there was damage ¿tear¿ on the clear pebax sleeve at approximately 0.5 cm from the distal tip and red residue inside the clear pebax sleeve. On august 22, 2018, a scanning electron microscope (sem) showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. On august 22, 2018, it was also noted that there was an additional hole between electrode ring #3 and the pebax. Both the holes on the pebax were assessed as reportable malfunctions as the pebax integrity was not maintained. The awareness date of the first reportable issue on the pebax was august 3, 2018. The awareness date of the second reportable issue on the pebax was august 22, 2018.